Event description:
It was reported that the loop recorder was not sensing events appropriately and the patient activator could not successfully record, due to migration into the patient's breast tissue. At a follow-up in 2009, the migration was noted and the physician recommended device repositioning.

Manufacturer narrative:
Na